Event description:
User reported that 15 to 20 minutes after loading the sterilizer they noticed that their right hand, palm and index finger, were white and felt a tingling feeling. The whiteness lasted 2 days. It was noted that the vaporizer plate not in place at the time of the incident.